Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an implant. During the procedure it was noted that the lead's tip was not straight but curved, the doctor thought it would be difficult to be put into a right position, so the lead was not used and replaced. The patient was stable.